Event description:
Patient walked to bathroom with walker and rn assisting. Patient lost balance when turning and fell on the floor on right side. The rn assisted the patient up and patient ambulated back to bed.